Manufacturer narrative:
The device was fully tested. The reported failure to correctly analyze the pt ventricular fibrillation heart rate was not able to be duplicated. The technical service department was able to duplicate the reported malfunction of the device's failure to charge in manual mode. The pace/defib assembly was replaced and the unit was returned to the customer.

Event description:
Complainant alleged that the medics were monitoring a male pt in his late seventies who was in ventricular fibrillation. The complainant alleged that the monitor incorrectly analyzed the pt's ventricular fibrillation heart rhythm, and displayed an "analysis halted" error message on the device screen. In addition, the complainant alleged that the device would not charge (joule setting unknown) in manual mode. The pt subsequently expired.